Event description:
It was reported that at a follow-up appointment, this implantable device was found to be operating in safety mode. It was stated that a surgical revision procedure is anticipated to replace the device, but this has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects. This pacemaker has been received for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path, due to a misplaced component within the device battery. This current leakage path resulted in the clinically-observed reversion to safety mode. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified a latent current leakage path. This current leakage path resulted in the clinically observed reversion to safety mode. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This report is being sent to provide corrected information in section h11 (additional MFR narrative).

Event description:
It was reported that at a follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects. This pacemaker has been received for analysis.

Event description:
It was reported that at a follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects. This pacemaker is expected to be returned for analysis, but has not yet been received.